Manufacturer narrative:
(B)(4). Internal file number (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the hospital's pharmacy department received a 2.5 x 12 mm rx trek balloon dilatation catheter (bdc), without the chipboard box. The device and the instructions for use (IFU) were inside the plastic pouch without the carton box. The pouch was inside a ups envelope. The product was not used. No additional information was provided

Manufacturer narrative:
(B)(4). Based on the completion of an internal investigation of the shipping process and united parcel service (ups) investigation, it can be concluded that when the outer packaging was damaged at the ups sorting station, the unit was repackaged per ups normal process with inadequate packaging. The operator had no instruction or guidance on how or what material to package the medical device unit to ensure that it was not damaged during transportation. Abbott vascular (av) did not provide guidance or instruction to ups for management of the delivery of medical device units. Av will continue to trend the performance of these devices.